Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device does not recognize electrode pads attached via the multi-function cable to CPR d pad connector. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's cprd connector was removed and returned. The malfunction was observed and attributed to a faulty cprd connector. A replacement was sent to the customer. Analysis for reports of this type has not identified an increase in trend.